Event description:
"Ntaneous'"case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. 62582) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo-provera on (B)(6) 2008. Concomitant products included ibuprofen (motrin children), ketorolac tromethamine (toradol) and medroxyprogesterone acetate (depo-provera). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced allergy to metals ("hypersensitivity reaction- nickel allergy"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and vision blurred ("eye problems- blurred vision"). In 2016, the patient experienced fatigue ("fatigue") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and back pain ("back pain"). The patient was treated with surgery (diagnostic laparoscopy, essure removal and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, fatigue and vaginal discharge was resolving and the genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, allergy to metals, vision blurred and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, dyspareunia, fatigue, genital haemorrhage, pelvic pain, vaginal discharge, vision blurred and vulvovaginal pain to be related to essure. The reporter commented: on the patient's right site there were 2 coils protruding from the tubal ostium, on the left side there were 3 ,coils protruding from the tubal ostium. Procedure was performed without any complications. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: everything was in place and looked good. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical records were received. Events per pfs: hypersensitivity reaction-nickel allergy, dyspareunia (painful sexual intercourse), fatigue, vaginal discharge, eye problems- blurred vision and back pain. Outcome of events, events onset date and lot number were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. 62582-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo-provera on (B)(6) 2008. Concomitant products included ibuprofen (motrin children), ketorolac tromethamine (toradol) and medroxyprogesterone acetate (depo-provera). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced allergy to metals ("hypersensitivity reaction- nickel allergy"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and vision blurred ("eye problems- blurred vision"). In 2016, the patient experienced fatigue ("fatigue") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and back pain ("back pain"). The patient was treated with surgery (diagnostic laparoscopy, essure removal and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, fatigue and vaginal discharge was resolving and the genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, allergy to metals, vision blurred and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, dyspareunia, fatigue, genital haemorrhage, pelvic pain, vaginal discharge, vision blurred and vulvovaginal pain to be related to essure. The reporter commented: on the patient's' right site there were 2 coils protruding from the tubal ostium, on the left side there were 3 ,coils protruding from the tubal ostium. Procedure was performed without any complications. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: everything was in place and looked good.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Lot number report 62582 is invalid. Most recent follow-up information incorporated above includes: on 29-jan-2019: update of information (batch is invalid). Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.